Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of an unknown size thoracic abdominal aortic aneurysm. It was reported that during the index procedure, the first valiant navion stent graft vnmc3434c90tj was implanted successfully in the descending aorta. The valiant navion stent graft vnmf4343c223tj was then implanted in zone 1. It was reported that at the point that three stents had been deployed blood flow caused the stent graft to move back about 30mm from the landing point into the aneurysm. An additional valiant navion stent graft vnmf4343c183tj was then implanted as treatment and the procedure was completed. It was reported a small amount of type ia remained at the end of the procedure. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Device code corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update: fdc coded at investigation completion. If information is provided in the future, a supplemental report will be issued.